Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, size incorrect for patient and urinary incontinence cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/ lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue, size incorrect for patient and urinary incontinence, which include but are not limited to a defective component, device malfunction or device size wring selection. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing reoccurring incontinence. The artificial urinary sphincter (aus) implanted three months ago is not functioning due to large cuff. The doctor felt the cuff was the incorrect size for the patient when initially placed and it was not placed in the correct location. An aus replacement surgery was performed to address the problem and no malfunction was found in the device. After the procedure the continence was restored.